Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a procedure was incomplete because it was not possible to collect material for biopsy, a new date has been scheduled for the procedure. Since the new procedure have to be scheduled, this case is reportable.